Manufacturer narrative:
Correction to h6: the component code is g0405203. Additional information was added to h4, h6, and h11: h4: the lot was manufactured between july 1, 2024 ¿ july 3, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a missing blue slide clamp located on the tubing line was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was missing the ¿blue locking clip¿. This was observed during set-up. There was no patient involvement. No additional information is available.